Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not able to produce audible tones upon magnet application during a surgical procedure. Attempts to obtain additional information were made but were unsuccessful. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.